Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and there were no observations found related to reported issue. Global receiver functional testing was performed and there were no failures related to the customer complaint. A review of the receiver log confirmed a hardware error code. Additionally, a hardware error icon was observed on the receiver screen. The customer complaint was confirmed. The root cause was determined to be a hardware component failure. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2015.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver would not turn on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.